Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the seam around the longest port after compounding. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between february 27, 2019 - march 01, 2019. Two (2) samples were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which observed a leak from the right side of the fill port weld of both samples. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.